Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. (B)(4). The philips service engineer (se) inspected the device. The se replaced the power switch overlay to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator light emitting diode (led) failed. There was no patient involvement. The event date was not specified; estimate used.